Event description:
A first responder attended to a person described as in cardiac arrest. According to the reporter, when the operator attempted to connect the electrodes to the pt, one of the wires was observed to be broken off from the device connector. Another package was immediately opened and the reported incident proceeded nromally. No adverse affects to the pt were reported as a result the alleged malfunction.